Event description:
Complainant alleged that while attempting to monitor a patient, the paramedics took the patient's blood pressure reading three times and each time, the pressure reading was 60/75. The paramedics started the patient on a dopamine infusion and two minutes later, they took the patient's blood pressure reading and it was 130/75. The paramedics stopped the medication infusion immediately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.